Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs. Customer stated they did not recall any significant events that led to the issue or if the device was dropped. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 520 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, moisture damage to the keypad traces, a cracked reservoir tube lip, and cracked battery tube threads were noted.